Event description:
It was reported that the patient presented in clinic post-procedure. Upon interrogation it was noted that the lead exhibited high capture threshold. The lead was repositioned on (B)(6) 2022. The patient experienced no consequences.